Event description:
It was reported that customer experienced cgm error and was unable to continue normal sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through pump reset, did not experience error again after reset, and successfully started new sensor session, with no further issues reported.